Event description:
It was reported that an explanted device was discovered upon the opening of a returned loaner kit. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed. The reported allegation was not specified and therefore cannot be confirmed via product. Fluid loss was found in the cylinder. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that an explanted device was discovered upon the opening of a returned loaner kit. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.